Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior needles were captured by their respective cuffs during needle plunger deployment. The returned suture revealed that the link had detached from the swage-end of the posterior cuff during needle plunger retraction, which subsequently resulted in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis occurred, which required the use of an additional closure device to close the vessel as reported. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. During lab testing, the needle plunger was reinserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to the link break. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the reported information and the investigation, the probable cause for the link breaking from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. A query of the complaint database for this lot revealed no similar incidents. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing and all products are subject to an inspection. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.